Manufacturer narrative:
This unit is currently in the process of being evaluated. Once complete, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the unit overheated and was very hot to the touch. There was patient involvement associated with this event, but no patient harm. The patient was removed from the ventilator and placed on another one with no issues.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The unit was powered on with a known good ac adapter, a known good circuit, and a known good lung connected. The unit powered on and boot up with no issues. The unit passed 119.2 hours of extended bench testing at the customer's settings, and passed the initial final test. The unit, however, failed the initial alarm volume test with non-conformance at the measured decibels. During testing and evaluations, no additional abnormalities were found.